Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter inside the tube and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the color of the tube wall is yellowish and there are looks like foreign materials inside tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 20-apr-2022. H6: investigation summary bd received 1 sample and 2 photos from the customer in support of this complaint. A visual examination of the sample and photos were performed and the customer's indicated failure mode of embedded foreign matter was observed. The embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter inside the tube and discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the color of the tube wall is yellowish and there are looks like foreign materials inside tube."